Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, granuloma, rupture, silicone migration.

Event description:
Patient reported "has been experiencing a lot of pain." Healthcare professional reported "capsular contracture, nodes with silicone, implant rupture." Baker grade is IV and "few superficial radial folds." This is for the left side. The device remains implanted.